Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The report stated that during a coronary intervention the physician was attempting to get the stent to track through a 7 fr. Sheath. He stated that the delivery catheter went through the hemostatic valve and was up into the aorta close to the target. The md could not get to the stent to deploy.